Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 128 mg/dl back to back with a result of 64 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter also alleged the customer obtained a 81 mg/dl result on the advantage system while experiencing hypoglycemic symptoms. Reporter stated the emts were called, they treated her with glucose, oxygen, and obtained a result of 150 mg/dl. Reporter stated they took the customer to the hosp, a 56 mg/dl result was obtained on their system, and she was released. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.